Event description:
Additional information received from the representative reported that the device was implanted successfully and the procedure was completed with the opened backup lead.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that they discovered the plastic casing (unclean) was already broken when they unpackaged the lead. The lead was noted to be defective. Before the hcp opened the spare lead, they ensured that the plastic casing was not damaged and then opened it. There was no health hazard to the patient. The indication for use included failed back surgery syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the lead packaging was damaged. One corner of the outer tray is broken. A crease in the tyvek lid indicates the break occurred after the tyvek lid was sealed to the outer tray. One corner of the outer box has some damage, but the relationship to the broken tray cannot be determined. The kit components remained in place in the inner tray.